Event description:
It is reported that the pt is experiencing twisting, popping and the knee giving out, causing falls.

Manufacturer narrative:
This report will be amendedwhen our investigation is complete.